Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site by the vad coordinator that the patient noted occasional intermittent beeps from the controller over the past few days with no warning lights or messages on the controller. Log files were stated to have been sent. Per the engineers the log files show no critical battery alarms, batteries are showing normal cycle counts and run rates. Upon inspection of the controller it was noted that the power ports were loose. An elective controller exchange was performed and it was stated that the issue caused the patient annoyance. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 2 (ps2) connector with a displaced o-ring gasket. Further analysis revealed that the power port locknut was found loose internally. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Additionally, log file analysis revealed premature power switching events. These premature switching events are most likely due to communication errors and momentary disconnections between the batteries and controller. It's likely the "intermittent beeps" can be attributed to momentary disconnection between the controller and batteries. Internal investigations have been open to evaluate the momentary disconnections and the communication errors between the controller and batteries. It's likely the "intermittent beeps" can be attributed to momentary disconnection between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.